Event description:
The dealer stated the cables are broken. He stated this is routine maintenance, not a defect. The chair is in a care facility and used on multiple patients. No injury or property damage to report. The dealer confirmed no one patient to provide patient details.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.